Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the cause of the rupture was related to patient factors (calcium perforating the coronary sinus) during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, during deployment of a 26mm sapien 3 valve an annular rupture was noted. The patient was stable. Per report, the cause of the annular rupture was due to calcium perforating the coronary sinus.

Manufacturer narrative:
Cine images were submitted and reviewed. The following observations and impression were made by an edwards physician proctor. Procedural cine: narrow stj, heavily calcified cusps. No bav seen. Valve positioned correctly, good alignment. Valve fully expanded. Rupture seen on ncc. Impressions: per report, annular area measured 435mm². A recommend when annulus area is borderline (23mm-26mm) with heavily calcification to conservatively use smaller valve (23mm).